Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the complaint could not be reproduced. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a leak was not observed. No leaks were observed during pressurization of the sample. The investigation findings did not produce a result based on the description of the event, therefore both confirmation of the reported event and identification of a root cause(s) were not established. Consequently, this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer ¿the patient came for treatment, epirubicin and cyclophosphamide. No backflow, easy to flush so the treatment is started. After the drop goes in, it starts to itch under the sting, no redness or pain. No backflow now, increased swelling about 5 cm which increases to 9 cm. PICC line drawn, no obvious hole in PICC line. The patient is perfectly fine, has had several follow-ups over time. The itch came first and after that on inspection the swelling was seen. No visible leakage of epirubicin, interpreted as the swelling was the irrigation drop with nacl. Plastic surgeons were consulted, and a decision was made not to give savene. Patient was monitored at the reception for a few hours and wanted to go home before the agreed time to stay; stated they ¿felt good¿.

Event description:
It was reported by the customer ¿the patient came for treatment, epirubicin and cyclophosphamide. No backflow, easy to flush so the treatment is started. After the drop goes in, it starts to itch under the sting, no redness or pain. No backflow now, increased swelling about 5 cm which increases to 9 cm. PICC line drawn, no obvious hole in PICC line. The patient is perfectly fine, has had several follow-ups over time. The itch came first and after that on inspection the swelling was seen. No visible leakage of epirubicin, interpreted as the swelling was the irrigation drop with nacl. Plastic surgeons were consulted, and a decision was made not to give savene. Patient was monitored at the reception for a few hours and wanted to go home before the agreed time to stay; stated they ¿felt good¿.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regq4610 showed no other similar product complaint(s) from this batch number.